Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the transmitter pins were damaged. So, the event submitted under regulatory report number 2032227-2025-295520 is not reportable.

Manufacturer narrative:
Unit received and performed the following, placed it under microscope and found physical damage to cow catcher (broken connector bridge) as noted in the comments by the customer, unable to continue with functional testing or verify loss communication event. In conclusion, the customer complaint of loss communication event could not be confirmed, due to physical damage. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that transmitter was in warranty, but the connector pins/bridges were damaged, the battery lasted less than 7 days, and received a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, unk_sensor, mmt-7841zn. Troubleshooting was performed for transmitter charging. The customer called with questions or concerns regarding charging the transmitter. The customer inspected the transmitter and found that the transmitter connector bridge or pins were damaged. Troubleshooting was declined for a loss of communication between the transmitter and the pump, a short battery life, and a 'replace battery now' alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for unk_sensor. Mmt-7841zn was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device.